Event description:
Due to a synchronization problem in the internal pt and image mgmt system, the image content may be assigned to the incorrect image texts (pt data). This only occurs with images displayed on the monitor, images stored on the hard disks are not affected.